Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted there was no suture present. A second perclose a-t was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.